Event description:
Philips received a complaint from bench repair on the v60 ventilator indicating that while servicing the device, it was observed that the power cable exceeds the resistance limits marked in the test. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The power cable was recommended to be replaced.

Manufacturer narrative:
The device was sent to bench service for evaluation and repair. Bench service replaced the power cord to resolve the reported issue. It was not possible to keep the client¿s configuration. The device is restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The device passed the required performance verification tests per philips standards and was returned to service.